Event description:
It was reported that after review of the pt's device diagnostic history, high impedance had resulted from an unk type of diagnostic test. No additional info is available at this time. Attempts to obtain add'l info from the treating physician are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.